Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. Slight elevated atrial capture threshold appeared to be potential cause of the depletion. No interventions were performed. There were no patient consequences.